Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return that the analyzer would not start and noted that during bench testing with the virtual interactive patient there was a communication problem between the analyzer and the programmer. If the analyzer application was started an error message "warning-loss of communication" appeared. It was determined that the analyzer would be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer failed to start. It was tried with a different programmer and at first started without failure but on the second test it generated a failure alert. The analyzer is expected to be returned for service. There was no patient involvement. It was further reported that the product had been returned to service and it subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.